Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the home choice (hc) during dwell 2 of 4. The technical service representative (tsr) was unable to determine the cause of the system error. The home patient (hp) stated that he was sleeping when the alarm went off. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and there were no patient extension lines being used. The patient had not disconnected. All of the bags were properly connected. There were no open clamps on unused lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device. There were no samples available. The tsr assisted the hp with ending therapy and removing the cassette. The tsr advised the hp to either continue with manual bags or to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.